Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: manufacturing location: monument; manufacturing date: june 5, 2019; expiration date: may 1, 2029; part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm ¿ sterile; lot number: 3l35898 (sterile); lot quantity: (B)(4). One piece was scrapped in cell, thermal rinse-unload, for a burr detected in the cannulation. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna; lot number: 4l34226; lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended; lot number: h761721; lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive; lot number: h863525; lot quantity: (B)(4). Twelve pieces were scrapped in cell , machine complete, after a machine malfunction. Work order traveler met all inspection acceptance criteria apart from the twelve pieces noted. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80; lot number: h866982; lot quantity: (B)(4). Certified test report supplied by (B)(4) dated 01-apr-2019 was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device not available - implanted. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had undergone a open reduction internal fixation surgery for his/her right femoral trochanteric inverted oblique fracture (31-a3 type) on (B)(6) 2020. It had been in the case of a ligament rupture, internal fixation was performed in a state of instability even the patient had reduction position. The surgery was completed without any surgical delay. Before the surgery, the surgeon planned a rehabilitation program with loading starting the day, however, after the surgery, the rehabilitation will might be in an unloading state about 2 weeks by the surgeon's judgement. After the surgery, the patient transferred to another hospital for rehabilitation, the surgeon could not follow the condition of the patient's rehabilitation, he didn't know the load state. Also, the surgeon has been informed the breakage of the nail. The patient visited the hospital on (B)(6) 2021. The detail condition is unknown. Reoperation will be done on (B)(6) 2021, no further information is available. Concomitant device reported: 5.0mm ti locking screw (part: 04.005.526s;lot: 7l34169;quantity: unknown). Ti end cap for tfna (part: 04.038.000s;lot: 70p8371;quantity: unknown). Tfna helical blade 100mm (part: 04.038.300s;lot: 39p0317;quantity: unknown). This complaint involves one (1) device. This report is for one (1) 10mm/130 deg ti cann tfna 235mm/right - sterile. This report is 1 of 1 for (B)(4).